Event description:
It was reported that a large volume folfusor underinfused during patient infusion. When changing the line dressing, a kink/bend was noted on the midline. The midline was straightened and was aspirating/flushing well. The device contained flucloxacillin 8g and citrate buffer in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between november 15, 2023 ¿ november 17, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was residual fluid inside the device bladder which suggested that a possible underinfusion occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.